Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * was there any additional tissue damage as a result of searching for the needle piece? * if retained, were there any patient consequences? Please specify. * was the needle piece removed or is it planned to be removed? If yes, please provide details. * please clarify how many devices will be return for analysis? Investigation summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one open box with ten unopened samples that pertain to product code sxmp2b409. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total knee arthroplasty on 22-may-2024 and suture was used. The very tip of the needle broke off. They were not able to find the tip of the needle. They attempted to do additional work to find the needle tip but did not, they were unable to locate it with x-ray. Additional information was requested.